Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated a false negative patient result was generated on the axsym hbsag assay. A nonreactive patient result of 0.59 s/n was reported and questioned by the physician. The sample was retested using a different axsym hbsag reagent lot and a nonreactive result was obtained. The sample was tested on the rotoljin system to check for hbv-dna, and a reactive result of 40.602 was generated and reported. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Complaint and manufacturing record review. No issues identified. Testing of retained sample (reagent kit stored at abbott laboratories) of axsym hbsag (v2) reagent lot number 59216lf00, met package insert claims; index calibrator and controls showed values within typical range. Hbsag sensitivity specimens (virus subtype: ad) have been tested instead of the unavailable patient sample and gave a result of 0.29 ng/ml. This result is very well within the range of 0.10 to 0.60 ng/ml, which is reported in the package insert as typical axsym hbsag (v2) sensitivity results from clinical trials and studies done at abbott laboratories. The hbsag sensitivity value represents the lowest detectable concentration of hbsag, which resulted in a reactive result using the respective reagent lot number. A comparison of the final lot approval and retained sample data for lot number 59216lf00 showed that the negative control, positive controls and hbv sensitivity specimens showed values well within the specification range. In addition the retained sample of axsym hbsag (v2) reagent lot number 59216lf00 was tested with two commercially available seroconversion panels (hbv) to assess the clinical sensitivity of the current assay. The obtained results were compared with test data received from tests of same seroconversion panels with axsym hbsag (v2) reagent, lot number 47170lu00 as a reference lot. For seroconversion panel reagent lot number 59216lf00 detected the same bleeds reactive as the reference reagent lot number 47170lu00. For seroconversion panel reagent lot number 59216lf00 detects even one bleed earlier as reagent lot number 47170lu00. Based on these data it is demonstrated that the sensitivity performance of lot number 59216lf00 is not adversely affected. As part of our investigation we have reviewed the complaint and manufacturing records for axsym hbsag (v2) reagent lot number(s) 59216lf00. This review did not identify any problems relating to the customer's observation. Based on our investigation, we have determined that axsym hbsag (v2) reagent lot number 59216lf00, is performing acceptably. This is the final report.